Event description:
It was reported that pump displayed non-resettable malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for backup insulin therapy, was instructed to place pump in storage mode and return it using a prepaid label, and was informed about needing to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, while tandem technical support arranged replacement of pump under warranty.